Manufacturer narrative:
The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable.

Event description:
It was reported that the patient developed an infection of the pacemaker system. The device and lead were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient developed an infection of the pacemaker system. The device and lead were successfully replaced. No additional adverse patient effects were reported.